Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level of 34 mmol/l requiring hospitalization. Caller stated the headset of the 1st infusion set cannula was wet and she changed the infusion set twice. The 3rd infusion set fell straight out; plaster did not stick. Infusion set has been discarded. Requested return of the alleged device for evaluation.